Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-type introducer with the dilator, guidewire and holder, three (3) needles, two (2) 5ml syringes, one (1) scalpel, and a sealed contamination shield and sharp receptacle. A leak testing was performed with and without a lab sample 7.5f catheter. No leakage was observed both with and without the catheter. The catheter passed freely the entire length through the valve housing and sheath. No visible abnormality was observed on the sheath body. The hemostasis valve internal components were examined and found to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "sheath was found damaged" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new introducer. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a (B)(6) male, the sheath on an introflex introducer was found damaged at the ¿distal fixing end.¿ per additional follow-up with the customer, it was reported that to solve the issue, the introducer was exchanged using a new insertion site. No additional intervention was required. There was no allegation of patient injury.